Event description:
2 patient samples with discrepant calcium results. Patient 1 /female, initial result 11.5 mg/dl. Same sample repeated using different instrument, same method, gave result of 9.6 mg/dl. Same sample repeated again using initial analyzer gave result of 11.4 mg/dl. Initial result was reported, patient not adversely affected. Patient 2, initial calcium result 11.4 mg/dl, same sample repeated 3 times on same analyzer gave results of 9.8, 10.2, and 8.4 mg/dl. Same sample repated 4 times on a different analyzer, same methodology, recovered 9.5 mg/dl, each time. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the sample probe. The instrument was repaired.